Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of "run the pumps at the depot and figure out what repairs are needed" was verified as multiple occurrences of air in line . The device was found out of specification in relation to the air in lines which were not reproduced during evaluation. Evaluation observed multiple occurrences of air in line in the history log. The cause was determined to be a failing upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump customer stated to run the pumps at the depot and figure out what repairs are needed. There was no patient involvement. No additional information is available.